Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the center button, a scratches on the screen, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, and mmt-398a. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-398a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement accuracy test and the displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that multiple no delivery alarms were recorded, however no alarm was noted on complaint call date. A no delivery alarm was recorded on 06/28/2024 at 15:06:00 hour. Including two additional no delivery alarms were recorded on 06/29/2024 at 10:41:21 hour and at 20:04:37 hour. No alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with minor scratched lcd window, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, customer concerns were not confirmed during testing. Unit was tested successfully, and no unexpected no delivery alarms noted. Unit functioned properly. In addition, the customers concern for cosmetic damages were confirmed when cracked keypad overlay at select button and minor scratched lcd window were noted during visual inspection. However, lcd was visible and legible during testing of unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.